Event description:
It was reported that the patient had visited the Emergency room (ER) with high blood glucose in (b)(6)2026. The patient's blood glucose levels reached greater than 380 mg/dL while wearing the Pod on their arm for longer than 48 hours. The patient's father stated the Pod was leaking and it was not delivering insulin. The patient was diagnosed with hyperglycemia. The patient was treated with intravenous (IV) fluid and manual insulin injections. The patient was discharged on the same day, after approximately 5 to 6 hours. The Pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: PHONE_CONTROL_IOS.Omnipod Software App Version: 2.1.0.Operating System: 26.5.Hardware: iPhone18.2.CGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.